Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, which resolved the malfunction.